Event description:
"The capsule needed to be opened prior to its complete delivery. It was found that both implants had been previously ruptured. The implant material was removed with minimal spillage."